Manufacturer narrative:
The insulin pump was received with no unexpected power loss alarm noted on the download history file. The insulin pump passed displacement test and self test. However, the insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a power loss four times during the last four hours. The patient's blood glucose at the time of incident is unknown. The power loss alarms persisted despite the fact that the customer inserted a brand new battery. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.